Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-04037, reference MFR. Report#: 1627487-2018-04038. It was reported the patient is not receiving adequate pain relief from the scs system. As such, the patient will undergo surgical intervention at a future date to address the issue. The patient has 2 scs systems, it is unknown which system is the issue. Therefore, all suspected devices are being reported.

Event description:
Device 3 of 3 , reference MFR. Report#: 1627487-2018-04037 , reference MFR. Report#: 1627487-2018-04038. Follow-up information revealed the patient underwent surgical intervention where in both systems were explanted. The patient also needed an MRI performed.